Manufacturer narrative:
The anesthesia system was investigated at the hospital by our field service engineer. The investigation found a faulty fresh gas pressure transducer. The pressure transducer was replaced and the anesthesia system was successfully tested cleared for clinical use. The replaced part has not been returned for investigation. A complete set of device logs was received and evaluated and the logs confirm the fresh gas pressure transducer test failure which was caused by the zero pressure offset exceeding the allowed limit. The true cause of the failures has not been determined since the replaced part was not returned for investigation.

Event description:
Manufacturer's reference number: (B)(4).

Event description:
It was reported that the anesthesia system failed the pressure transducer test during system check out. There was no patient involvement. Manufacturer's reference number: (B)(4).